Event description:
Customer reported that an 5sct tracheostomy tube developed a leak while in use. It was reported that this was discovered three days after insertion of the tube. The tube was replaced without incident. There was no pt harm reported.